Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The customer indicated that no additional information will be provided. The relevant sections of the device history records for vad-18837 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C. Is currently available. The IFU lists adverse events that may be associated with the use of the hm ii lvas, including death. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiogenic shock and vasoplegia after amplatzer implant for aortic insufficiency. The patient's family decided to withdraw care. It was reported the outcome was not device or therapy related.